Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7072104.

Event description:
It was reported that the patient had an infection at the incision site with symptoms of drainage and swelling. The patient was given antibiotics and underwent an explant procedure. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.